Event description:
This lv lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2012 states that the lv lead impedance has risen from 1300 in (B)(6), to 1603, to today 1879. Sensing good at 17.5. Threshold good at 1. At 1. Ts recommended calling st. Jude. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).